Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the internal hemorrhoids with esophageal varices during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device could not deploy off the elastic band. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Additionally, it was noted that after attaching the ligating unit to the trip wire, the slack was not removed by pulling the proximal end of trip wire on the handle unit which is outside the instructions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the internal hemorrhoids with esophageal varices during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device could not deploy off the elastic band. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the ligator head was not returned with the device. A visual evaluation noted that the crimp was present on the tripwire. The tripwire was secured in the handle assembly. The suture had its seven knots and was in good condition, and no damaged were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as the physician did not take up slack by pulling the proximal end of trip wire on the handle unit.